Event description:
The customer reported a patient received a false positive result on (B)(6) 2022 using cue covid-19 test (cartridge sn (B)(6), lot 26037f, reader sn (B)(6)). The patient received a negative covid-19 antigen test result after the false positive, brand and test date are unknown. The customer was unable to provide additional patient specific information.

Manufacturer narrative:
Update to b5: additional information regarding test event added. Update to d4: serial number, lot number and expiration added. Update to h4: device manufacture date added. Update to h10: investigation conclusion: complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Retain testing was performed and no false positive results were observed. Customer complaint was not confirmed. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported their facility has been experiencing an increase in positive results starting on(B)(6)2022. The customer reported a patient received a false positive result using cue covid-19 test with two possible cartridge lots (25843l or 26947f). The patient received a negative covid-19 antigen test result after the false positive, brand and test date are unknown. The customer was unable to provide additional patient specific information, test date, cartridge serial number or reader serial number. The customer provided two cartridge lot numbers but was unable to specify which lot number was associated with the event. (See related cases for additional reported false positive results by the customer).